Manufacturer narrative:
The date of the event is unknown. Additional information will be provided when available. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the reportable malfunction was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation that the camera head cable unit was not secured and had detached. There was no patient involvement.